Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast cancer left and an irrupted left implant."

Event description:
Patient reported continuing experiencing pain after replacement and later and quite a few years later diagnosed with breast cancer triple negative stage 2 (2 tumors) -this event is not device related. After chemotherapy the device was removed. The left breast implant is irrupted and seems all hard and glued together. On the back is a big white spot. Left side. Treatment is noted as chemotherapy and the left breast is amputated.